Event description:
A tandem mobi cartridge alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm 34 and instructed the caller to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. The caller was also able to reload the original cartridge and resume insulin therapy, resolving the issue.